Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hypoglycemia with a blood glucose value of 55 mg/dl which was treated with glucose/carb intake and received assistance from spouse. The event involved product(s) mmt-1884, mmt-342, unk_sensor and mmt-441ag. Troubleshooting was performed and, it was confirmed that the customer had been using the insulin pump system within 48 hours of the reported event, and the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-1884, mmt-342, unk_sensor and mmt-441ag.